Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus india (omsi), omsc surmised that the reported phenomenon was attributed to the failure of the converter unit due to accidental failure of the components. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (omsi). Omsi checked the subject device and found that the reported phenomenon was duplicated due to failure of the converter unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the examination lamp of the subject device did not light up and the emergency lamp lit up, also the emergency lamp indicator on the front panel lit up.there was no report of patient injury associated with the event.